Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.00/3.5/072 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). On (B)(6)2022 the lens was explanted and on this same date replaced with a longer length lens and different lens power. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
B5: lens was exchanged on (B)(6) 2022 with a longer length lens due to low vault and problem was resolved. The cause of the event was not reported. Claim#: (B)(4).